Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation. The most probable cause for the gap in the adhesive area between the z-block and the distal end, and the adhesive around the light guide lens has a chip is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited there is a gap in the adhesive area between the z-block and distal end, the adhesive around the light guide lens has a chip, and the forceps elevator has foreign material or stain. There was no patient involvement.